Event description:
A pt's pump had undergone a motor stall one week after a pump refill, which was conducted on (B)(6) 2010. No issues had occurred regarding the refill which was done under fluoro. It was noted that there was no known medical procedures, falls, or trauma that could be related to the issue. The motor stall was confirmed in the pump's event logs, and no motor stall recovery was recorded. The next day, following the motor stall, the pt went through withdrawal and was being managed with oral medications. The following symptoms were noted: nausea, return of pain, and cold sweat. The pt's status was noted as good/doing well. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).